Event description:
During a clinic follow-up, p wave amplitude variation and noise resulting in oversensing and automatic mode switch were observed on the right atrial (ra) lead. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.